Manufacturer narrative:
H3: product ID 97745 ; serial# (B)(6); product type programmer was returned for product analysis. Analysis found broken/cracked recharger telemetry module (rtm) power connector support causing connection/charge issues and was replaced. Cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display was also observed. Hence front case was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported the controller will not charge since yesterday. Patient stated she plugged the controller into different outlets and the green light comes on the outlet but the controller is not charging. Patient service specialist asked patient to connect with the controller and the controller screen was blank. Agent asked patient to try a different outlet. Agent assisted patient with resetting the controller, after reset the controller powered on and patient is placing the battery pack (bp) back in the controller and the call was dropped. Agent called patient back and patient called back to pss. Agent confirmed the controller is recharging when plugged into the outlet. Controller 40% and ins 80%. Agent reviewed best practice for recharging the controller. Agent recommended to monitor the device and note message or codes and call back for assistance if necessary. The troubleshooting steps taking on the call resolved the issue. The patient called in and reported that their controller continues to have issues charging. The patient attempted to plug the controller into the wall cord with no battery, but the controller would not power on. Agent sent an email to repair to replace the controller. The patient called back and stated they think the li battery is part of the problem that is causing her controller to not charge. Pss did review that the troubleshooting done on the call shows the issue is likely with the controller only. The patient wants the li battery replaced. Pss is sending a request to repair for the li battery.